Event description:
It was reported a patient had an initial right total knee arthroplasty, subsequently, six (6) years, seven (7) months later, the patient experienced increasing pain. As a result, the patient underwent a revision procedure. A revision operative report was provided. Post operative diagnosis noted aseptic (non-infected) loosening of the tibial with large metaphyseal uncontained bony defect and polyethylene wear. Intraoperatively, synovitis and scar tissue were observed. The patient was taken to the pacu in stable condition. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 234-03-02 - optetrak asy, ps cemented femoral, sz 2, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t, (B)(6), 204-22-11 - ps tibial inserts sz 2, 11mm. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01941. The revision reported in this event may have been the result of polyethylene wear and aseptic loosening as stated in the operative notes. The aseptic (non-infected) tibial loosening may have been the result of both patient-related conditions and insufficient bonds between the tibial tray and the bone. The extent and root cause of the polyethylene wear cannot be determined as the explanted devices were not returned for evaluation, and radiographs / photographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.